Manufacturer narrative:
Concomitant medical products: 7122 lead; implanted (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that an audible alert was heard from their implantable cardioverter defibrillator (ICD). Three days later the ra lead was capped and replaced due to chronic high thresholds. The ICD was explanted and replaced due to medical judgement with no performance allegations. No patient complications have been reported as a result of this event.